Event description:
During a colonoscopy screening procedure, the physician used a wilson-cook shark disposable biopsy forceps. The first biopsy was successful. While performing the second biopsy a small piece of the forceps anchoring wire detached from the forceps. The detached material was then aspirated through the endoscope and collected in the suction container. No injury to the pt was reported.